Event description:
The customer reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. The customer cleared the alarm and ran a displacement test. The insulin pump failed the test twice. Advised the customer that a replacement of the insulin pump will be sent and to revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.